Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this pacemaker had reached elective replacement indicator (eri) battery status. The physician requested to know if the device battery depleted normally, so device data was submitted to technical services for review. Engineering analysis confirmed the device was depleting prematurely due to an abnormal increase in power consumption, and device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced the following week. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Event description:
It was reported that this pacemaker had reached elective replacement indicator (eri) battery status. The physician requested to know if the device battery depleted normally, so device data was submitted to technical services for review. Engineering analysis confirmed the device was depleting prematurely due to an abnormal increase in power consumption, and device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced the following week. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.